Event description:
The customer reported that the device would not defect the test load. There was no report of any pt involvement. As the customer stated the device would not recognize the test load. This supports that the observation was made during testing and not during clinical use.

Manufacturer narrative:
(B)(4). The customer reported that the device would not detect the test load. There was no report of any pt involvement. As the customer stated the device would not recognize the test load, this supports that the observation was made during testing and not during clinical use. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.